Manufacturer narrative:
The subject device has not been returned yet; results are not available.

Event description:
Reportedly, on (B)(6) 2025, the smart spot is stuck on orange light during transmissions. Rebooting the device did not resolve the issue.

Event description:
Reportedly, on (B)(6) 2025, the smart spot is stuck on orange light during transmissions. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The monitor is out of order and unable to connect to network. Review of the log highlighted that a firmware update occurred on (B)(6) 2025 and that no other activity occurred after this event. The most probable hypothesis is that an error related to the update occurred, however, the main origin could not be clearly established. This case is retained and utilized for trend purposes.